Event description:
Bladder repair with gynecare tension-free vaginal tape, 2002. Experienced extreme vaginal pain eight months later, due to vaginal erosion of the tvt tape. It was necessary to have another surgery in 2003 to partially remove tape to prevent further erosion and permanent damage to urethra. Again, erosion occurred 4 months later, which resulted in another surgery in 2003 for total removal of remnant tape and vaginal exploratory surgery. Future surgeries may be possible if urinary incontinence comes back.